Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00126, 0001822565-2021-00128.

Event description:
It was reported the patient underwent a partial knee arthroplasty approximately 7 years ago. The patient is inquiring about a new doctor for a revision due to pain and discomfort. Attempts have been made and no further information has been provided.